Event description:
It was reported that the image on the 9800 system changed to all white and it could not be manually adjusted. Reboot would not clear the problem. The case was cancelled. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on the investigation a video controller pcb, interconnect cable, bulkhead cable and int-emi-box cable have been ordered. It is believed that once the identified components are replaced the reported issue will be addressed. If additional issues are identified, they will be reported as required.